Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped to 5% while connected to a power source. In addition, the customer was having difficulty charging the pump. Subsequently, the pump shut off due to insufficient power. The pump was able to be turned back on and the battery gauge displayed 100%. The customer's blood glucose level was 150 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.